Event description:
It was reported that the screw head disassembled from shaft and resulted in a revision surgery.

Manufacturer narrative:
This is one of two MDR reports related to the same event. Please see report number 2242816-2011-00132. The screw was not returned for evaluation. See report number 2242816-2011-00132 for evaluation results on the driver.

Event description:
Screw head disassembled from shaft.

Manufacturer narrative:
This is one of two MDR reports related to the same event. Please see report number 2242816-2011-00132.